Event description:
The customer reported that she experienced a high blood glucose of 511 mg/dl and did not receive a no delivery alarm, on the date of the report. The high blood glucose was treated with injection. The customer had performed a high pressure test previously that passed. The customer stated her infusion set crimped. The customer reportedly had three bent cannulas. She also stated she made a visit to urgent care for a high blood glucose of 419 mg/dl on (B)(6) 2014. The customer stated she gave herself a bolus but her blood glucose was over 600 mg/dl and her symptom was vomiting. Per her healthcare provider, the causes of the visit were high blood glucose, diabetic ketoacidosis, and ketones. The patient was treated intravenously and received medicine for nausea. The customer was wearing the insulin pump at the time of the urgent care visit. Upon removal of the infusion set, the cannula was bent and the site was sore. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).